Manufacturer narrative:
Available details indicate that the device is unable to start. The customer was provided a quote for repairs and services, but the customer did not accept the quote and the case was closed. No repairs performed, no services provided. The device remains at the customer site. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The reported problem was not confirmed. The customer was provided a quote for repairs and services, but the customer did not accept the quote and the case was closed. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device was unable to start. There was no patient involvement.